Event description:
It was reported that a user experienced elevated blood glucose values around 190 mg/dl for approximately two hours while using the ilet, with a confirmatory fingerstick of 181 mg/dl and no device alerts or alarms. Symptoms included mild nausea. Outcomes included no need for medical intervention and no hospitalization. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and that glucose values began to decrease during the interaction. It was concluded that the event was hyperglycemia with an unclear cause and that the device appeared to function as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.